Event description:
It was reported that cartridge leaked insulin from o-ring during off-pump fill and issue occurred one time. There was no adverse impact to the customer¿s blood glucose level. Customer changed cartridge, resumed insulin therapy successfully, and technical support arranged replacement cartridge.